Event description:
It was reported that the "pt suffered significant blood loss at home when asleep in bed as a result of the tesio extension deteriorating at its junction with the 'extension'. The pt survivied and has a new line.

Manufacturer narrative:
An investigation has been initiated. The returned sample has been forwarded to the MFR for evaluation. When the investigation is complete, a final report will be submitted.